Manufacturer narrative:
Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: based on the evaluation: one hemostar long -term hemodialysis 14.5 fr, 23 cm catheter standard kit was returned for evaluation. A visual evaluation was performed. The investigation is inconclusive for missing component, as the the sample was received with the components inside the opened packaging. No obvious damage was observed throughout the plastic packaging; the packing was discarded. The following components were observed present: one hemostar catheter, two end caps, one tunneler, one introducer needle, one guidewire, one airguard introducer, peel-apart sheath with vessel dilator. The dilator and gauze dressings were missing. However, due to the kit being returned opened upon return it is unknown whether the missing components could have been lost in clinical or packaging return procedure. The definitive root cause could not be determined based upon available information. It is unknown if clinical, manufacturing, or return shipping procedure contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that after opening the kit, the dilator and adhesive dressing were missing. The device was not used in/on the patient.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that after opening the kit, the dilator and adhesive dressing were missing. The device was not used in/on the patient.